Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the insulin gauge remained static at 180 units after loading the cartridge with 300 units multiple times in the past. The customer stated its possible cartridges had been loaded with more than 300 units. The customer's blood glucose level was not impacted. Reportedly the customer would continue to use the pump for insulin therapy.